Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Athe root cause of access site bleeding is determined to be patient condition because of the bleeding from multiple locations. The root cause of delivery issue is determined to be patient condition because the pump was unable to be delivered due to patient anatomy and resulted in excess bleeding. Corrections to the initial MFR report:g1 MDR reporting contact email.

Event description:
The complainant reported that complications were encountered during attempted delivery of an impella 5.5 pump. Following direct graft placement, the patient began bleeding excessively from multiple areas and hindered successful placement. Impella purge primed and the surgeon elected to withdraw care and then the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿